Event description:
It was reported that pump malfunction occurred after pump got wet while customer was playing softball in heavy rain, and malfunction alarm with non-resettable code was displayed. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.